Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer date: 03/13/2014. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes and lot number, failure mode and effects analysis, and health hazard evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2013 through july 2014. The risk is categorized into "broadly acceptable." Trending analysis for the product code of ''load not recalled" was reviewed from august 2013 through july 2014. The risk is categorized into "broadly acceptable." Trending analysis by lot number was reviewed from 03/13/2014 to 07/29/2014. There were no similar incidents within this time frame. The fmea was reviewed and indicates that the rpn associated with media evaporation is at an acceptable level. The hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purporses. Thirty-two (32) retains bis were subject to functional evaluation. All thirty-two bis met specification as no growth was observed after incubation. Also, no damage or leakage was observed with the retains. The single cyclesure® 24 bi was returned for visual inspection. The ci disc was gold in color which indicates exposure to hydrogen peroxide. The media was yellow. There was a single spore disk and a single (B)(6) liner present. However, blue stains were concentrated at the location of the diffusion holes. This staining pattern is consistent with pre-existing ampoule damage. This damage casue the media fluid to leak through the ampoule and settle on the spore disc cause a false positive result as the sterilant cannot make contact with the spore disc. The likely cause of the issue has bee attributed to pre-existing ampoule damage/physical damage. The customer provided information suggesting the bi may have been roughly handled which could have resulted in the physical damage to the media ampoule. Visual analysis further confirmed this finding. It is unlikely the suspected positive bi was caused by a performance issue in lot 07214106 since the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. The severity of the suspected positive bi was defined as ¿negligible.¿ the issue will continue to be tracked and trended. The customer will be advised to follow the IFU for "load not recalled" and also will be advised to practice caution when handling bis.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. One of four scopes was released for use on a patient. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure® 24 biological indicator (bi) results were confirmed.